Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles isolate the area of contact inside the buttons housing. Due to this problem the menu and check button do not respond and they are without function. No adverse event was reported.